Event description:
A report was received from a firm that performed a clinical study stating that: "on (B)(6)6 2014, after the end of the first dose of the study drug for the day, the pt started to fight the ventilator. There was desaturation to 78%. Immediately, the previous ventilator was disconnected and the pt was bag mask ventilated. Saturation improved and was connected to another ventilator. Exam of the [ventilator] expiratory valve of the previous ventilator showed crystals deposited on it (possibly the study drug). Pictures of the expiratory valve with the crystals are available in the record. [Refer to figure 2-1] the episode started at 1035 hours". The final pt outcome was no harm. (B)(4).